Event description:
Information received indicates the left head siderail will not always latch when placed into the raised position.

Manufacturer narrative:
The technician found the siderail latch spring was worn. He replaced the latch spring to repair the bed.